Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging cancer. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation and inflammatory response. At this time, no medical intervention has been reported. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, secondary findings was not observed, and complaint was not confirmed. There was no error codes found. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging cancer. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.